Event description:
It was reported that while unpacking for a polypectomy procedure, the plug was detached from the snare. The target polyp was in the large intestine. A rotatable snare oval 20 mm had been selected to treat the target polyp. Upon unpacking the snare, it was noticed that the plug was detached when the device was removed from the package. The procedure was completed with another of the same device. The device did not come into contact with the pt. There were no pt complications reported with the pt's current condition listed as "good".